Event description:
It was reported that the patient experienced a hematoma and the wound closure opened up. The entire system was explanted and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. There were no issues identified that required full analysis. (B)(4).

Event description:
It was further reported that the patient experienced an infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).